Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2022. The patient was elevated on the transplant list secondary to cardiogenic shock due to acute on chronic right ventricular (rv) failure despite functional left ventricular assist device (lvad) support. The device operated as expected and would be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (right heart failure and cardiogenic shock) cannot be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump housing. The remainder of the pump cable, as well as the modular cable, was not returned for evaluation. The sealed outflow graft was secured to the pump cover and the apical cuff was attached to the cuff lock. Examination of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists right heart failure as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.